Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation testing. There was a large tear on the top of the dome. There were also six small puncture holes underneath the reservoir. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The returned ventricular catheter had a piece of red proteinaceous debris inside the flow holes. No other noted anomalies were found. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.